Event description:
Affiliate reported that the sensor was defective in showing the wrong data. The device went from a reading of 80mmhg to -12mmhg in 5 minutes. As a result the device was revised. Prior to changing the device the cable and monitor was changed and was not successful. The zeroing was fine, but the measurements afterwards were not. The user has ten years of experience.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film over sensor area. Slight bends and kinks along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 5/29/12. Based on the above evaluation, supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.